Manufacturer narrative:
(B)(4). The insulin pump passed all functioning tests except for the self test because of a faulty y1/rf board. The pump was received with a minor scratched lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed rf pic failed self-test. Customer cannot recall their blood glucose reading. Insulin pump was returned for analysis.